Event description:
This vmsr report summarizes one malfunction event. It was stated on (B)(6) 2026, during use, the head assembly separated from the handpiece, turbo torque 1200 (B)(4), while in patient's mouth.